Event description:
Patient underwent an eye surgery and an elbow arm restraint was placed by hospital staff on the patient's elbows to keep the patient from scratching an irritable post-op wound. During the course of recovery the pt scratched an eye cornea. It was further reported the eye became infected. Product was not discontinued, instead a sock was placed over the arm holder to minimize further potential scratching.